Event description:
It was reported that the handle that directs movement was damaged affecting the motorized motion. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.